Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect1515 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC cracked where the "pigtail" meets the hub. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ¿crack where the pigtail meets the hub¿ was confirmed and the cause appeared to be supplier related. The product returned for evaluation was a 5fr d/l powerpicc catheter with inlaid 3cg stylet. Gross visual evaluation revealed no usage residue and the white lead was coiled. Examination for cracking of the luer hub, extension tubing, and molded joint found evidence of damage, defect, or deformity. Functional testing of the catheter revealed leaking between the extension tubing and tube slot of the t-lock extension set. Microscopic examination of the site found that inconsistency of adhesive application had resulted in a gap leading from the terminating end of extension tubing through the end of the slot. This resulted in a fluid channel which leaks during infusion through the t-lock luer. A lot history review (lhr) of rect1515 showed no other similar product complaint(s) from this lot number. The supplier was notified of the event.

Event description:
It was reported that the PICC cracked where the "pigtail" meets the hub. No other information was provided.